Manufacturer narrative:
Corrected box d4, expiration date. Corrected box h4, mannufacture date.

Manufacturer narrative:
The patient was withdrawn from care on (B)(6) 2023 due to multi-system organ failure. The pump was not returned to bhi for evaluation.

Event description:
Berlin heart inc. Was informed on (B)(6) 2022, about increased ldh and plasma free hemaglobin. The site did not intervene due to complexities of medical management. It was reported that the patient's ldh is grater than 2.5x the upper limits of normal. Patients ldh increased to 3593. The upper limit of normal for ldh at this site is 575. The excor blood pump is performing as intended with complete ejection and fill. There are no deposits noted in the excor blood pump, and no abnormal sounds from the pump.